Manufacturer narrative:
A device history review was conducted. The report indicates ttha the manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: manufacturing evaluation reveals the part was received with the tip deformed. Investigation has shown that the tip of the screwdriver is badly twisted. Tests revealed that the torque limiter has been measured just below the tolerance mark (slightly over 12nm). Note that the device report mentioned locking cap was not able to be unlocked during usage. Note that the torque limiter should be only used for tightening and not loosening. Therefore the reported damages is possibly indicative of inadequate handling. Unfortunately the instrument is not repairable. The damages on the screwdriver tip indicate though that excessive force has been applied during tightening (twisted). Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected.

Manufacturer narrative:
Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery, the surgeon used eight universal reduction screws (urs) monoaxial screws and two universal degen screws (uds) polyaxial screws. The procedure progressed well until the unlocking of the locking cap. The surgeon completed the final tightening and was ready to unlock the locking cap, but was not able to do the unlocking. The surgeon attempted two to three times, but was not successful in unlocking it. During the process, the tip of the screwdriver shat broke. There was a 10-15 minute delay reported. There was no patient harm involved. This is report number 1 of 3 for (B)(4).